Manufacturer narrative:
Additional information.

Manufacturer narrative:
The recipient's wound is reportedly healing well. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced inflammation, recurrent edema, and infection at the implant site. On (B)(6) 2015, the site was drained and the recipient was prescribed ciprofloxacin for three weeks. The recipient was hospitalized on (B)(6) 2016. The recipient's device was explanted. The recipient's wound is reportedly healing.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue is reportedly resolved. This is the final report.